Manufacturer narrative:
Device evaluation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Materials#: 304134 batch#: 4033581. It was reported that the bd syringe control 10ml ll bns had foreign matter. The following information was provided by the initial reporter: "we have a big problem with this pack. There was a small hair or piece of fuzz inside the control syringe. This is a huge patient safety issue as we were already using it when it was noticed. Component number is 304134 control syringe.". (B)(4). Event date - 05-07-24. Product malfunction/failure mode -contamination-hair. Product description summary - we have a big problem with this pack. There was a small hair or piece of fuzz inside the control syringe. This is a huge patient safety issue as we were already using it when it was noticed. Component number is 304134 control syringe . Item number - 304134. Lot number - 4033581.